Event description:
During a bioprosthetic mitral valve replacement procedure, a 26mm sapien xt valve was deployed in a failed mitral prosthetic ring via the transapical approach. Post deployment, leaflet overhang was observed. Therefore, a second xt valve was deployed just distal to the first valve to avoid disruption with the leaflet overhang. The patient maintained good pressure throughout the procedure without any hemodynamic support. The cause of the overlapping leaflet could not be confirmed.

Manufacturer narrative:
(B)(4). At this time, the sapien xt is not indicated for placement inside a prosthetic mitral ring. There is no guidance for positioning or deployment of a sapien xt valve within the prosthetic ring, therefore malposition of the valve is possible. In some cases, malposition could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, the cause of the mitral leaflet overlapping with the xt valve cannot be confirmed. A second xt valve was deployed to avoid disruption with leaflet overhang. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.